Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: exact ages unknown, not provided. Sex/gender: unknown/ not provided. Date of event: unknown, not provided. Model#: unknown/not provided. Serial#: unknown/not provided. Catalog#: catalog # is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI #: UDI # is unknown as product serial number was not provided. If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. The shunt products are not returning for evaluation. There was no serial number reported for this device; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending, for this device will not be performed. Device manufacture date: unknown, as the serial number was not provided. (B)(4). Citation: fraenkel, a., lee, l.r., and lee, g.a., (2017) recurrent intraocular haemorrhage due to pars plana baerveldt glaucoma drainage device. Clinical and experimental ophthalmology, doi: 10.1111/ceo.13004. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on literature review: article: recurrent intraocular hemorrhage due to pars plana baerveldt glaucoma drainage device. The publication reports the patient developed suprachoroidal hemorrhage and retinal detachment post operatively due to vomiting; had vitrectomy with endolaser and silicone oil placement for repair. At 5 months post op, the patient had persistent hypotony, and had a suture placed to ligate the tube. Two and one half years post op the patient developed a corneal endothelial pleomorphism, and tube revision was performed. 5 days after the revision, there was persistent hypotony and hyphema, treated with an anterior chamber washout. The hyphema recurred, and a vitrectomy was performed, and a granuloma was noted at the end of the tube; which was cauterized. No further information provided.